Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise. Subsequently, the device was explanted, and the right ventricular (rv) lead was surgically abandoned. A new system was implanted. No additional adverse patient effects were reported.